Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge the batteries is the contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged board. The patient received a replacement charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that the battery charger was not working. The patient was issued a replacement charger/modem.